Event description:
Information was received from a manufacturer's representative (rep) via a patient regarding an external device. The reason for call was caller stated that patient is having difficulty charging in that it takes about 1.5 hours to charge about 80% and paddle gets extremely hot. Caller noted that in-office, the tablet shows recharging session are excellent and when they initiated recharging session, the controller showed excellent connection but suddenly went to poor, without patient moving. Caller mentioned patient's controller was replaced about a year ago. The caller was not with the patient. A request was sent to the repair department for the recharger.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that they have requested a new recharg ER/controller for the patient depending on the technical services (tss) agent's advice. The issue seems to be resolved up to this point as patient has let the rep know they received the device and it seems to be working as of now.